Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three proglide devices after a stent installation interventional procedure. Reportedly, when tightening the suture of the first proglide device, the suture easily broke without applying special effort to it. A second proglide device was attempted but the suture was easily stratified along the axis when caught in the pusher [suture trimmer], a suture break occurred. The suture of a third proglide device remained intact; however, hemostasis was not achieved. There were problems with forming the knot. Hemostasis was achieved manually with the subsequent application of a pressure bandage for 24 hours. The three proglide devices were difficult to advance but ultimately able to advance into the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.